Event description:
It was reported that during an unknown procedure, the device misfired. No additional info is available. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Eval summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. In addition, the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.